Event description:
It was reported to philips that the device startup was slow due to a suspected pc communication issue on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service restored the system and returned it to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).